Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that "¿we had to take the intended second flow diverter out to regain further position in the right m1 using the guidewire. We thought there might be a dissection. The intent was then to go back with that same device and deploy it, but it disconnected in the hub, so we had to use the next available appropriate size/length which was the 5 x 30. The system was ¿defective¿ because it wouldn't re-sheath." While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to the reported event ¿flow diverter stent difficult/unable to capture in microcatheter¿. Additional information was not received after 3 good faith effort (gfe) attempts. Should any information become available in the future that could impact the current assessment decision, or if the device is returned, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during a procedure, the subject flow diverter stent could not be re-sheathed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a procedure, the subject flow diverter stent could not be re-sheathed. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.